Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital with a suppurative wound. The physician believed that the wound was associated with an infection. The patient's implantable cardioverter defibrillator and associated leads were removed. The patient was stable. Related manufacturer reference number: 2017865-2020-12192. Related manufacturer reference number: 2017865-2020-12197. Related manufacturer reference number: 2017865-2020-12198.